Event description:
It was reported that the nurse had one sensica device screen was frozen on (B)(6) 2022 in ICU. The user reset the device and noticed the 3 prior hours were not displaying. The device later displayed the information in the previous hours after an additional hour had elapsed. Per follow-up information received on 07feb2022, stated that the patient was involved during the reported event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root cause is the ¿firmware¿ of the sensica. Sensica firmware is not able to distinguish between human touch, cleaning liquid, and salt residue. In addition, with cleaning practices that increased more build up in salt residue and cleaning liquid it would cause phantom touches and screen responsivity to occur. This situation is then amplified with contributing factors such as ¿cleaning agents¿, ¿customers IFU oversights¿, ¿covid era¿ and ¿IFU not in alignment with cleaning validation¿. During the covid era period (early 2020- 2022) the frequency of cleaning was heavily increased. Healthcare professionals would clean the device each time they would enter the room according to their protocols. This increased frequency of cleaning and contributed to more residues build up which led to screen unresponsiveness. Additionally, the use of bleach based ¿cleaning agents¿ used by healthcare professionals contributed to more residues build up, because the use of bleach agents left larger amounts of residual salts after cleaning. Furthermore, ¿customers IFU oversights¿, in IFU, directed to wipe the screen and remove built up residue with a secondary clothe. This led to increased amount of salt residue because of the bleach agents and frequent cleaning practices. However, all the contributing factors stem from the firmware¿s recognition of sensitivity to capture accurate touch responses and prevent screen unresponsiveness. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The instructions for use were found adequate and state the following: "do not sterilize any component of the bd sensica¿ urine output system. To clean the display touch screen, wipe with a soft cloth or use a germicide wipe such as super sani-cloth®. Do not spray harsh cleaners directly on the display touch screen." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had one sensica device screen was frozen on (B)(6) 2022 in ICU. The user reset the device and noticed the 3 prior hours were not displaying. The device later displayed the information in the previous hours after an additional hour had elapsed. Per follow-up information received on 07feb2022, stated that the patient was involved during the reported event.